Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. During that day, the cgm and the blood glucose were reading low (no specific values reported but the cgm was reported inaccurate). The patient´s mother treated the patient with 4 treatments for hypoglycemia; there is no information what exact treatment was given. The patient´s glucose value did not increase, and she lost consciousness. The patient´s mother treated the patient with glucagon injection, and she regained consciousness. An ambulance was called; the paramedics took a blood glucose reading of 5.1 mmol/l and took the patient to the hospital. At the hospital, the patient was treated with anti-emetic medication (anti vomits) and unspecified painkillers. The patient was discharged the same day. At an unspecified time of the event the cgm was reading 4.8 mmol/l and the blood glucose reading was 3.5 mmol/l. At the time of the report the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.